Event description:
Device issue: failure to deploy - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger did not engage to deploy the locator wings. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.